Event description:
It was reported following a percutaneous procedure a normal pre-deployment angiogram was performed. A 6f angio-seal vip was deployed without complications and hemostasis was achieved. The pt was discharged. Two days later, the pt returned with leg pain and leg swelling. A femoral angiogram revealed an occlusion from the common femoral artery to the popliteal artery. A doppler ultrasound scan revealed no evidence of deep venous thrombosis or arterial occlusion. The pt's leg was treated with a compression stocking. Eleven days after the femoral angiogram, the pt returned to the clinic and complained of leg swelling with erythema.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.